Event description:
It was reported that the patients lead was cut during a non device related procedure.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2316700. Model: sc-2316-70. Serial:(B)(4). Batch: 15875139.

Event description:
It was reported that the patients lead was cut during a non device related procedure. Additional information was received that the patient underwent an explant procedure due to having a lot of health issues. No further information has been obtained.